Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for display issues, and the customer reported that the battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. Troubleshooting was performed for pump overheating, and the customer did not report damage to the battery compartment, battery cap, or pump case. The issue continued after replacing the battery. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump was received with hot/warm/overheating intermittent during power up display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to the blank display. Unit was successfully downloaded using thump software. On adapt, no relevant alarms were noted. Pump was cut open to perform visual inspection found no moisture or burn damage on the electronics, battery tube, battery connector, motor, vibrator during visual inspection. Swapping out test boards confirms blank display is isolated to pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Blank display is confirmed due to a cracked u6 chip on pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.